Event description:
I'm a parenteral nutrition intern at (B)(6) hospital. I'm contacting you because during the production of our lipid/vitamin syringes, we noticed the presence of a black particle on the inner wall of 3 3p luer lock opaque 50 ml syringes (photos attached).

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: four photos and two physical samples were provided to our quality team for investigation. Through visual inspection of the photos, a small gray particle is observed. Upon evaluating the physical sample, no particle was identified. The liquid was removed from the syringe into a container, no particle or foreign matter was found in the liquid or within the syringe after examination. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. It is possible the particle originated from the vial of medication. Given we were unable to find the particle within the returned samples, characterization testing could not be completed to identify the composition and origin of the particle observed within the photos, therefore a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.